Manufacturer narrative:
Concomitant medical products: st jude medical tendril 1688t lead, implanted: (B)(6) 2008.

Event description:
It was reported that approximately one month after implant of a implantable pulse generator (ipg) implant with absorbable envelope an infection was suspected due to heat felt on the skin. Antibiotics were given in case symptoms were aggravated. The ipg and absorbable envelope remained in use. Approximately three months later, patient presented to healthcare facility with redness and pain at pocket site. Patient was directed to emergency department for testing and antibiotics treatment. The ipg and absorbable envelope remain in use, and system extract planned for a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.